Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause for the chip in the adhesive is cause traced to component failure indicating expected or random component failure without any design or manufacturing issue. The most probable cause for corrosion is cause not established, which indicates that the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the uretero-reno fiberscope bending section cover adhesive had a chip and there was corrosion in the venting connector and the forceps channel port. There were no reports of patient involvement.